Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly investigated the ventilator after the event. No anomalies were noted. No parts were replaced and no ventilator logs were provided. Further information from the user facility stated that during routine respiratory assessment and care, the ventilator was actively set to standby and was unintentionally left in standby for 23 minutes. The patient reportedly passed away during the time period. There is a ¿tap and hold¿ function before entering standby mode and this eliminates any unintentional pressing of the button on the screen. First the user tap standby in the quick menu, thereafter tap and hold stop ventilation for approximately 5 seconds to stop ventilation. When the ventilator is set to standby, the indication ¿standby, patient not ventilated¿ is clearly visible on the screen and no waveforms or measured values are presented. There are no allegations by the user facility that a ventilator malfunction in some way caused or contributed to the death of the patient. There is no indication of a ventilator malfunction at the time of the standby mode. H3 other text: 4117.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
An FDA medwatch # mw5103743 was received, which stated: ¿patient was maintained on the servo-u ventilator. The respiratory therapist was doing an assessment and providing care. The ventilator was placed in standby mode at 8:32 and was turned back on at 8:55.¿ manufacturer¿s ref #: (B)(4).